Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. Continue to be in use.

Event description:
It was reported that the unknown zimmer screw loosened.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. The reported devices had been placed on an unknown tooth location for an unknown amount of time. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the unknown zimmer screw loosened. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.